Manufacturer narrative:
The investigation has been completed. The purge disc detection failure was confirmed by the disassembly of the purge system. Purge disc detection flag was visibly broken. The root cause of the purge disc not detected was confirmed to be a broken flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 2.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.